Manufacturer narrative:
Visual inspection confirms that the tip of the torque wrench has fractured off. Fracture did not occur at the pin. The fractured piece was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. It is most likely that the tip fractured due to wear as this device was over 15 years old at the time of the event.

Event description:
It was reported that while using the xia ll torque wrench to lock the nut, the tip of the device fractured. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully by using an alternatively available instrument.

Event description:
It was reported that while using the xia ll torque wrench to lock the nut, the tip of the device fractured. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully.